Manufacturer narrative:
Additional information was received on december 18, 2020. When the device was explanted, it was replaced with a mentor smooth round moderate profile 325cc saline prosthesis. The impacted product was received by the failure analysis lab on january 5, 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures, and a tear measuring less than 0.1 cm was observed on the posterior view. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. As a result, unilateral explant was performed on (B)(6) 2020.